Event description:
A relative of the home patient using a homechoice system, contacted baxter's technical service center for assistance during prime. The home patient stated that he had unspiked the heater bag. Baxter's technical service representative explained the potential for contamination. The home patient discarded the set-up and started over with new supplies. No patient injury or medical intervention was associated iwth this report per the home patient.